Manufacturer narrative:
The report received from the affiliate indicated that the shaft of a 2.75x33 mm cypher select + broke and separated near the hub end. When a lab nurse was opening the inner foil package during a procedure, the broken hub came out. The reporter indicated that the product was stored at the facility in the lab shelf. One non-sterile cypher select + 2.75 mm x 23 mm was received coiled inside a plastic bag. The separated section seems to be kinked prior the separation. The separation was at 6.5 cm from the proximal end. The stent was found mounted between the marker bands. The balloon was not inflated. The sds did not show any damages. During the microscopic analysis it was found that the separated section seems to have been kinked prior the separation. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the customer "body shaft separated" was confirmed. The cause of the reported failure could not be conclusively determined. Neither the DHR review nor the product analyses suggest that the reported failure is related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken.

Manufacturer narrative:
Please note that this device is not distributed in the united states. However, it belongs to the same class of devices as the us distributed cypher sirolimus drug-eluting stent. The device is available for testing and evaluation but the engineering report is not yet available. Additional information received will be submitted within 30 days upon receipt.

Event description:
The report received from the affiliate indicated that there was an open box failure with the shaft of a 2.75x33mm cypher select + broken at the hub end. The outer box was normal. The break was in separate pieces and noted near the. It was noted before a procedure when a lab nurse was opening the inner foil package, the broken hub came out. The product was stored at the facility in the lab shelf.